Event description:
It was reported that approximately three weeks after implant the implantable cardiac monitor ¿eroded¿ through the implant site. It was noted that the patient was on a blood thinner and there was minor bleeding at implant site during procedure but no ongoing concern. The device was explanted and standard wound care including swabs taken to check for infection. The patient will be scheduled for new implant once wound status satisfactory. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).